Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed a hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the red (-5v) wire in the ECG c&d cable was open. The root cause for the broken wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.